Event description:
(B)(6) (bicuspid cohort). It was reported that endocarditis occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject did not receive loading doses of anti-platelet medications. A lotus introducer was placed and the aortic valve was treated with balloon aortic valvuloplasty (bav) and left bundle branch block (lbbb) was noted post bav. Subsequently, a 25 mm lotus edge valve was implanted. There was correct positioning of a single prosthetic valve in the correct anatomical location whithout the need to reposition. Eighty-two (82) days post index procedure, the subject presented emergently with two (2) days history of shortness of breath and fever along with chills, nausea, poor appetite and headache. The subject stated to have stopped lasix 2 weeks ago and since then is in short of breath and having some edema as well. In the emergency department the subject was given a dose of tobramycin and as subject's symptoms appeared to be mild and recovering, hence blood and urine cultures were obtained, and the subject was discharged from the emergency department. The blood cultures were found positive for enterococcus faecalis in 2/2 bottles and the subject was again brought to emergency room for further evaluation and blood tests. The subject was recommended to be hospitalized for further evaluation of possible endocarditis and was given 1 dose of IV ampicillin. A chest x-ray showed mild bilateral interstitial opacities. The subject was diagnosed with the possibility of acute infective endocarditis with enterococcus bacteremia. At the time of event subject was on aspirin. The subject was noted with low grade temperature and did not meet the sepsis criterion. However, was continued on IV ampicillin and was started on IV fluids for hydration. Further consultation with infectious disease unit was recommended for evaluation of antibiotic therapy and transthoracic echocardiography (tte) was planned to confirm the presence of vegetation. The following day, repeat blood cultures in 2/2 bottles showed positive for enterococcus faecalis. One day later, transesophageal echocardiogram (tee) revealed normal systolic function. Ejection fraction was estimated in the range of 55 % to 60 % and no regional wall motion abnormalities were noted. Peak and mean gradients of aortic valve were 28mmhg and 13mmhg. No evidence of vegetation on aortic valve was noted. Restricted motion of posterior mitral leaflet (p2) or cleft in p2 noted in mitral valve and no evidence of vegetation on mitral valve and tricuspid valve. There was a increased thickness of the atrial septum, consistent with lipomatous hypertrophy. No pericardial effusion was noted. The subject was started on dual beta lactam therapy in high inoculum infections with virulent enterococcus faecalis and was recommended to visit 3-months later for further evaluation. Five days later, the subject was discharged to home and the event was considered resolving.